Event description:
Device history records were reviewed. No event linked with the reported issue was observed. Device logs were reviewed and nothing was found that could confirm the reported event. In summary: - for sn (B)(6), at the date of the reported issue, between (B)(6) 2025, the pump infused mainly noradrenaline 60mcg with flowrate between 0,5 and 10ml/h. One upstream occlusion has been triggered at the date of (B)(6) 2025 at 08h37min07s. Some air alarms have been triggered at the date of (B)(6) 2025, so after the incident. - for sn (B)(6), at the date of the reported issue, between 06th and (B)(6) 2025, the pump infused potassium cvl premix 40 with flowrate of 50ml/h. The last air alarm has been triggered at the date of (B)(6) 2025. - for sn (B)(6), at the date of the reported issue, between (B)(6) 2025, the pump infused fluid maintenance with flowrate at 40ml/h. Four downstream occlusions and two upstream occlusions have been triggered. Some air alarms have been triggered at the date of (B)(6) 2025. - for sn (B)(6), at the date of the reported issue, between (B)(6) 2025, the pump infused dexmedetomidine 4mcg with flowrate between 5 and 10ml/h. Three upstream occlusions have been triggered. The last air alarm has been triggered at the date of (B)(6) 2024. - for sn (B)(6), at the date of the reported issue, between (B)(6) 2025, the pump infused dexmedetomidine 4mcg with flowrate between 2,5 and 18,750ml/h. Then, on (B)(6) 2025, the pump infused paracetamol 10mg at 400ml/h. Two "door alarm during infusion", three upstream occlusions and two downstream occlusions have been triggered. Last air alarm has been triggered at the date of(B)(6) 2025. - for sn (B)(6), since (B)(6) 2025, the pump infused fluid maintenance with flowrate at 125ml/h until (B)(6) 2025. Then, the pump infused phosphate 10mmol at flowrate between 50 and 70ml/h. Six downstream occlusions have been triggered the absence or presence of a functional alarm such as air alarms is insufficient information to confirm a quality issue, as alarms are designed to inform the user that the infusion needs to be attended, but their absence may be normal if there is no air in the line. The description of each infusion is given in the attached investigation report. To our knowledge, this complaint is being related to patient death. The reported devices were received in brézins for investigation. The 6 agilia vp are analyzed by this complaint and the 2 agilia sp are dealt with in the (B)(4) complaint. Nothing was noticed during external visual check for 5 of 6 pumps. For sn (B)(6), it was noticed that the power inlet socket is worn but the power cable can be correctly connected and not linked to the reported event. During device log review, nothing unusual was noted. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. Initially, the air parameters were recorded. The values are all consistent with our specifications. In a second step, air tests close to the conditions of use of the date of the event (choice of flowrates read from logs) were carried out. All 6 pumps triggered an air alarm as desired. Then, the air detection test with the maintenance software was carried out for all 6 pumps. All performed successfully. Finally, "classic" flowrate tests were carried out to verify the proper functioning of the pumps. All performed successfully and values were found compliant with IFU specifications compared to settings. All test results with photos can be seen in the attached investigation report. Quality controls were performed and no technical or functional issue was detected. 4 controls were carried out locally and 2 controls were carried out in brezins. Following tests, the devices were opened for an internal inspection. Nothing abnormal in connection with the reported event was noted. It was noted that the 6 air sensors are the original ones of the device and that no trace of liquid or other marks was seen and that their ribbon cables are well connected. What was noted unrelated to air detection: - for sn (B)(6), nothing abnormal was seen inside apart from traces of liquids in the places provided (outer housing) and that the inter-board ribbon cable is pinched but no deteriorated wires. - for sn (B)(6), nothing abnormal was seen on the bracket, mains board kit, screen side and motor side but the flex on the cpu board is not correctly inserted. As noticed by the local technical service (and according to the photos provided) one of the side hook housings is broken. This cannot be related to air detection because it impacts another part of the pump. - for sn (B)(6), nothing abnormal was seen inside apart from the flex on the cpu board is not correctly inserted. - for sn (B)(6), nothing abnormal was seen on the bracket, mains board kit apart from traces of liquids in the places provided (outer housing) and that the power inlet socket is worn. - for sn (B)(6), nothing abnormal was seen inside. The reported event could not be reproduced and there was no technical or functional issue that could be identified for these devices which worked as intended. Therefore, this complaint is considered as not valid with no issue. Before the next patient use of these pumps, it is advisable to: - update to the latest version of the pump software, - performed a new quality control (as the pumps were opened), - clean the pumps sn (B)(6), - reconnect the inter-board ribbon cables properly for pumps sn (B)(6), - change the upper case of the pump sn (B)(6), - change the power inlet socket for the pump sn (B)(6). This complaint is considered as: not valid. The trend is: n/a.

Manufacturer narrative:
Related imp complains: 3004548776-2025-00574, 3004548776-2025-00576, 3004548776-2025-00577, 3004548776-2025-00578, 3004548776-2025-00579.

Manufacturer narrative:
Related cases: 3004548776-2025-00574, 3004548776-2025-00576, 3004548776-2025-00577, 3004548776-2025-00578, 3004548776-2025-00579, 3004548776-2025-00599 & 3004548776-2025-00600.

Event description:
The following has been reported: pump may be involved in a patient incident. The patient was diagnosed with a catastrophic brain injury, likely caused by an air embolism. This may have occurred via the central line. Patient's death was reported. Pumps were all linked together for the single patient. Adverse event effects were reported. Additional information is needed to complete the investigation.